Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends, retracts and measures within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the lead package was opened the physician felt that the helix was sticking out of the lead and would not fully retract. The helix was deployed fully and attempted to retract it but the physician felt it was still deployed and did not feel comfortable using it. The lead was never attempted to be implanted and another lead was used. No patient complications have been reported as a result of this event.